Event description:
The seat of the power chair is allegedly 'wobbly' and unsteady. Dealer checked the chair and allegedly noticed metal shavings where the seat post goes into the chair base frame. No injury alleged.

Manufacturer narrative:
RMA 859607505 has been initiated for this issue. Model m51 serial number/date code (B)(4) is approximately 6 months old. The user manual part number (B)(4) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown.